Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-tortuous and non-calcified vessel in the arm. A 9.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, on the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.